Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low unipolar impedance warning and a polarity switch. The right ventricular (rv) lead was also noted to exhibit low impedance and a polarity switch. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.